Manufacturer narrative:
H3. Device analysis for lead va254wk001 revealed no anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. H6: device codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: va254wk001, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 17-jan-2024, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported out of bounds impedance. There was a report that the impedance were all in red. No factors contributed to the issue. They thought that the material was defected due to the red impedances, so they decided to change the wireless external neurostimulator (wens), but impedance were still in red, so they thought that it was certainly the electrode so it was decided to change it for a new one. After they changed the material, impedances were still in red so the surgeon thought that it was linked to the anatomy of the patient and not linked to the material. The issue was reported to be resolved. Additional information received reported that it was an issue with the wens and electrode. The first electrode had been changed to a new one, to be sure that the issue didn't come from the electrode and the second one had been implanted.